Manufacturer narrative:
The pusher was returned for analysis. The implant had been removed and was not returned. The pusher was found to contain lead wire separation. The distal end of the pusher was found to be intact and without damage. The pusher found to have resistance of 41.8 ohms, which is within specification. The monofilament was removed from the pusher for further analysis. The distal end of the monofilament was found to have an unidentifiable profile. The profile exhibits signs of thermal detachment but cannot be definitively identified. Based upon the investigation findings, the reported complaint was unable to be confirmed. The pusher was found to meet the functional criteria for detachment, and operated within specification and as intended.

Manufacturer narrative:
The lot number was provided. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer. The investigation is underway.

Event description:
It was reported that several attempts were made to detach the coil with the v-grip controller; however, the coil did not detach. During removal, the coil stretched. The physician decided to implant a stent to affix the coil to the vessel wall outside of the aneurysm. The coil was twisted and detached. The pusher was removed in its entirety, and additional coils were implanted successfully. There was no reported patient injury. The patient was reported to be fine.